Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The blue knobs on the tibial jig are locked.

Manufacturer narrative:
Additional narrative: examination of the submitted device confirmed both of the blue knobs are frozen/stuck. Although the investigation could not draw any conclusions about the root cause of the frozen jig locking knob; it is suspected the threads have become cross-threaded. Based on the inability to conclusively determine a root cause and the low frequency of reported locking knob damage manufactured after the eco (B)(4) design change, no corrective action is being pursued. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.